Manufacturer narrative:
Concomitant medical product(s): 6947m55 lead, implanted: (B)(6) 2014, dtba1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.